Event description:
The customer reported an elevated creatine kinase-mb (ck-mb) result, above the normal reference range, for one pt involving access 2 immunoassay system. The customer retested the sample and produced lower ck-mb results. The elevated result was released out of the lab. There has been no report of pt injury or change in pt treatment associated with this event.

Manufacturer narrative:
Service was declined as the customer did not question system performance. The customer suspected sample handling as the likely cause of the event. Quality control was within specifications. This reportable event was identified during a retrospective review of product complaints conducted from (B)(4) 2008 through (B)(4) 2010 for additional reportable events.